Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
One opened sample was received from an unknown lot for evaluation. There was also a photo provided for review. The sample and photograph were visually inspected. The engineer observed that there appeared to have been lube gels on the shaft of the cannula and that the needle was blunt. However, this was a blunt fill needle and the tip was meant to be blunted. Lube gels can occur when lube builds up on the application station. Then, as the lube carrier evaporates it begins to solidify and can break off during a jam on the assembly line and fall onto the needles. Based off of the investigation the engineer was able to verify the reported issue of foreign matter but was unable to verify the reported issue of blunt needle. No corrective actions were deemed necessary at this time as this appeared to have been an isolated incident and has not exceeded our threshold for foreign matter. A review of the device history record could not be performed as the lot number was unknown. Lube gels are caused by the carrier evaporating, and leaving the lube solids. They can build up on the lube application station, and may become dislodged during cleaning, or a jam on the assembly line.

Event description:
It was reported with the use of the bd blunt fill needle there was an issue with foreign matter. There was no report of injury or further medical intervention.